Event description:
It was reported that during the implanting procedure, the helix would not retract. It took more than thirty rotations to fully retract and extend the helix in and out of the right atrial (ra) lead body. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.